Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined a call back from technical support, and no further actions were documented.